Event description:
It was reported that patient ('pt') is in severe hypotensive state. Fiberoptic sensor ('fos') systolic 40's, bedside monitor systolic 60's. Pt is in afib rate 100's. Amiodarone bolus held due to hypotensive state. Fluids wide open. A hot line call came in with questions regarding discrepancy between fp bp's and bedside bp's. The clinical support specialist ('css') phoned intensive care unit and at that time the chief of perfusion left the unit. The css spoke to an rn who was unaware that a hot line call was placed. Rn explained that the chief of perfusion had to return to the operating room. Rn then explained that pump was pumping okay. However, she was uncomfortable with the differences in pressures. The light bulb is green. Rn had to have another rn come on the phone due to pt's deteriorating status. Css explained that if rn felt that the fo pressure readings were truly inaccurate, "we could do a manual calibration." Rn decided to do this and css walked her through it. Rn felt the pressures were more accurate after calibration. Rn had to leave as "her patient" was also on a pump and was critical. Reference MDR #1219856-2009-00613 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.